Event description:
The customer's mother reported via phone call that her daughter had a motor error on the insulin pump. Customer also had issues with a no delivery alarm for the past month. Customer received the motor error during bolus delivery. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Caller stated that they are unable to complete the rewind sequence. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan. Customer recently started getting no delivery alarms after the motor error alarm. Caller reported that the alarm was resolved by a complete set change. Caller does not want to return the set or reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.